Event description:
It was reported that patient passed away on an unknown date and due to an unknown cause. The patient was found dead, overnight. Presumed to have died due to seizure disorder, but cause of death was not confirmed. They suspect sudep. The device was not explanted. No additional relevant information has been received to date.

Event description:
Obituary notes that the patient passed away unexpectedly in her home.